Event description:
A malfunction was reported on the pump, with no notable events occurring prior to the issue and the impact on the customer's blood glucose level being uncertain. Technical support guided the customer through resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue occurred again. The customer acknowledged and understood these instructions.